Manufacturer narrative:
The previously reported conclusion code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-08-02, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding an implantable pump. The pump was returned on 2016-08-02 "for disposal only." The event was described as "routine replacement, nearing elective replacement indicator (eri)." The pump was implanted on (B)(6) 2010 and was explanted on (B)(6) 2016. The pump was used for chronic pain and spasticity and contained hydromorphone (10 mg/ml) and baclofen (575 mcg/ml).